Manufacturer narrative:
Reportable based on device analysis, which revealed ptfe damage. The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. As received, the specimen consists of one each clinically used sfc-b 150-035 guidewire; returned reloaded into a dispenser assembly in a sealed mylar/tyvek pouch. The specimen presents several bends of varying severity and frequency scattered over the length of the device and scraped ptfe coating over the distal 7.5cm with coating removal. The specimen also presents deposits of dried bloodlike material . No other damage or inconsistencies are noted to the specimen at this time. Both joints appear to be correct and intact by visual examination and by non-destructive testing. Except where noted, the specimen device appears visually and dimensionally correct. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the evidence presented by the sample and the information provided by the supporting documentation, clinical and/or procedural factors appear to have impacted on the event as reported. If there is any additional relevant information received, a follow up medwatch report will be submitted.

Event description:
When the physician went to remove the wire from the stent that he had just placed over the wire, the wire seemed to get hung up on the stent and would not come out easily. The rep mentioned that the issue seems to be with the wire and not with the stent. The wire was removed eventually but they had to pull on it harder than normal. The rep also mentioned that upon visual examination of the wire after it was removed, there did not appear to be any issues with the wire itself.